Manufacturer narrative:
Weight and ethnicity not available. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and presented on (B)(6) 2021 with bilateral flap striae. It was stated that the patient had loss of best corrected visual acuity (bcva) in both eyes. The patient complained of foreign body sensation. Patient reported symptoms are not interfering with daily activities. A bilateral flap lift and stretch was done and symptoms resolved (B)(6) 2021. Bcva from (B)(6) 2021. Right eye pre-op 20/20 -3.25 x -2.50 x 170, left eye pre-op 20/20 -1.75 x -4.00 x 178. Bcva from (B)(6) 2021. Right eye post-op 20/40, left eye post-op 20/30.